Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call high blood glucose levels and motor error alarm. Customer's blood glucose was 550 mg/dl and they were hospitalized. Nurse advised customer experienced diabetic ketoacidosis and they were wearing the insulin pump at the time of hospitalization. Troubleshooting for motor error alarm was performed. Nurse advised the patient received multiple motor error alarms. Nurse advised the drive support cap was lopsided and damaged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to loose drive support disk. However, the insulin pump passed displacement, rewind, occlusion, prime, no delivery and motor tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was missing the end cap sticker, cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.